Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# 0212400223 serial# implanted: (B)(6)2017: product type catheter product ID 8709 lot# unknown. Explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (15 mg at a dose of 10 mg/day) via an implantable pump programmed to simple continuous for severe lower back pain. The patient had experienced six previous spinal operations. The patient's medical history include diabetes. On (B)(6) 2017 during a refill, a volume discrepancy was identified. The actual reservoir volume (arv) was 0 ml and the estimated reservoir volume (erv) was 6 ml. The neurosurgeon performed rotor study and found it normal. A contrast study was performed and was unsuccessful in showing the catheter placement at the spine. The catheter was replaced on (B)(6) 2017. The patient was titrated gradually over a week to return to their original dose of 14.999 mg/day. On (B)(6) 2017, the patient was refilled before their actual refill date ((B)(6) 2017) because the pump was "already empty". On an unknown date, the patient presented with a lot of pain and had experienced tiredness, nausea, diarrhea and sleepiness boarding on passing out over the weekend of (B)(6). The hcp requested a refill to see how much drug was in the pump. The refill was performed on (B)(6) 2017. The erv was 18.2 ml and the arv was 0.5 ml. The patient also experienced redness and itchiness on the let of their back near their shoulder blades. They were awaiting x- ray results. Additional information reported the patient had their pump replaced with a new pump on (B)(6) 2017 and reported that their pain was 70% better. The patient's "actual" status was "fair - pain". It was noted the refill was performed correctly. The rep witnessed the extraction before the refill was performed and medtronic refill kits were used.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Analysis identified significant damage to the reservoir septum while implanted; the septum was not leaking. If information is provided in the future, a supplemental report will be issued.